Manufacturer narrative:
The device is not available for analysis. A review of the device IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The potential cause and controls for complaints related to clinical events were identified. Based on the information currently available, the patient symptoms are known risk associated with this type of procedure. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
The patient underwent the study procedure and administered IV sedation,pain medication and general anesthesia. A total of 9 treatments were delivered during procedure. No adverse event or device observation occurred during the procedure. It was reported that 9 days post the index procedure, the patient was reported to be experiencing a single episode of retrograde ejaculation for which the facility has changed the term to anejaculation. No action was taken in response to the patient symptom and it resolved approximately 7 months post onset symptom. The facility investigator assessed the patient confirmed retrograde ejaculation as probable related to the procedure and unlikely related to the device. The clinical end point committee adjudicated the symptom as probable related to the treatment and unlikely related to the device.

Event description:
It was reported that 9 days post convective radiofrequency water vapor thermal therapy procedure, the patient was experiencing retrograde ejaculation. Investigator assessed the patient symptom to probable treatment related and unlikely related to the device. Adjudication by the clinical endpoint committee (cec) assessed that the patient symptom was probable related to the treatment and unlikely related to the device.

Event description:
It was reported that 9 days post convective radiofrequency water vapor thermal therapy procedure, the patient was experiencing retrograde ejaculation. Investigator assessed the patient symptom to probable treatment related and unlikely related to the device. Adjudication by the clinical endpoint committee (cec) assessed that the patient symptom was probable related to the treatment and unlikely related to the device. The patient underwent the study procedure and administered IV sedation,pain medication and general anesthesia. A total of 9 treatments were delivered during procedure. No adverse event or device observation occurred during the procedure. It was reported that 9 days post the index procedure, the patient was reported to be experiencing a single episode of retrograde ejaculation for which the facility has changed the term to anejaculation. No action was taken in response to the patient symptom and it is still ongoing. The facility investigator assessed the patient confirmed retrograde ejaculation as probable related to the procedure and unlikely related to the device. The clinical end point committee adjudicated the symptom as probable related to the treatment and unlikely related to the device.

Manufacturer narrative:
The device is not available for analysis. A review of the device IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The potential cause and controls for complaints related to clinical events were identified. Based on the information currently available, the patient symptoms are known risk associated with this type of procedure. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis. A review of the device IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The potential cause and controls for complaints related to clinical events were identified. Based on the information currently available, the patient symptoms are known risk associated with this type of procedure. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported that 9 days post convective radiofrequency water vapor thermal therapy procedure, the patient was experiencing retrograde ejaculation. Investigator assessed the patient symptom to probable treatment related and unlikely related to the device. Adjudication by the clinical endpoint committee (cec) assessed that the patient symptom was probable related to the treatment and unlikely related to the device.